Event description:
The device was applied during a vats procedure. Reportedly, the knife would not retract. The surgeon applied another device to complete the procedure.

Manufacturer narrative:
11/5/96 - supplemental report #1 sent to FDA. Additional data entered in d7, d8 and d9. Device indicated and codes entered in h3 and h6.